Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) inappropriately provided stimulation to a patient. The epg passed all testing with no anomalies found. The epg was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) inappropriately provided stimulation to a patient. The epg was returned for service. There was no patient involvement.